Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report b3 - date of event: date of procedure estimated to (B)(6) 2024 date of admission. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that a balance middleweight (bmw) guide wire was advanced to the distal left anterior descending artery and a non-abbott guide wire advanced into the distal circumflex (cx) artery. Proximal segment was pre-dilated with a 2.5x10mm semi compliant balloon and additional pre-dilatation was preformed with a 3.0 unspecified cutting balloon. An extension guide catheter was advanced with a 3.0x33mm non-abbott stent and implanted in the distal left main artery (lma) to the proximal left anterior descending (lad) artery. Post dilatation was performed with a 4.0mm non-compliant balloon. Respiratory movement of the patient was noted. The non-abbott guide wire was withdrawn the when attempting to remove the bmw guide it was noted to be stuck with the previously implanted stent. A microcatheter was inserted over the bmw and attempted to remove it, but was unsuccessful. While pulling the bmw guide wire a small portion separated remaining in the stent struts. An attempt was made to snare the separated portion; however, was unsuccessful. A second coronary guide wire is advanced to the distal lad and the entire stent is dilated with a 4.0 mm non-compliant balloon at high pressure. Post dilation performed with a 5.0mm non-compliant balloon in the lma to the proximal lad. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties, patient effect, and treatment appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with an implanted stent during removal, resulting in the reported resistance during removal. Additionally, it was reported that manipulation of the guide wire, when resistance was met, contributed to the reported separation. The separated portion of the wire remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequently, after the initial was filed it was noted that the tip separated. No additional information was provided.